Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and then inserted the was. While positioning the was before performing the transseptal puncture a thrombus was noted to be present on the tip of the was. The physician aspirated the thrombus and removed the was from the patient. The patient was also given a dose of heparin. The procedure was continued with a new was and was successfully completed with a closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.